Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. There was no impact to the customer's blood glucose level. Troubleshooting conducted by tandem technical support determined the pump had reset. Reportedly the customer would continue use of the pump for insulin therapy.